Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The following complaint information was provided to maquet cardiopulmonary: "beginning of therapy at 9 am ((B)(6) 2021). Evening same day continuously drop of flow. To maintain adequate flow we¿ve rise the rpm. On arterial side of oxygenator visible black areas (see picture). At 4am ((B)(6) 2021), decision of exchange the oxygenator due to ongoing drop of flow issue. With this second oxygenator similar flow drop and clots on arterial site was observed. On 7pm decision of another exchange was made and in this case pls set was implemented. After 12 hours finally decision of termination ECMO due to similar problems with pls-set .". This complaint record handels the 2nd oxygenator mentioned in the above mentioned information. More detailed event information (blood gas analysis, blood parameters, drugs) was not provided by the customer, but requested by maquet cardiopulmonary. Thus an analysis of those parameters by our medical experts was not possible. The provided picture of the customer shows visible black areas at the left corner of the arterial side of oxygenator. The affected product was investigated at the laboratory of the manufacturer. During cleaning process clots were confirmed at the left corner of the arterial side (blood outlet side of product). No visual defects were detected. The centrifugal pump was fully functional. The production records of the affected hls module (dms# 2864679, 2861010, 2884429) were reviewed on 2021-06-10. Following tests are performed according to the bop (basic operation procedure - maquet cardiopulmonary's procedures for production) as a 100 % inspection: ¿ leak test after welding; ¿ pressure test heat exchanger; ¿ leak test water side; ¿ leak and flow test gas side; ¿ pressure test blood side; ¿ coating test. According to the final test results, the oxygenator with the serial# 1473196 passed the test as per specifications. Production related influences can be excluded. No product related malfunction which could have caused the reported failure "drop of flow / clotted arterial side" was confirmed during investigation. The most probable cause of the reported failure was based on the investigation findings coagulated blood on the arterial side of the oxygenator module which led to an obstruction of the oxygenator membrane and caused a drop of flow. However with reference to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v26) and in consultation with the getinge manager medical affairs team the following events can contribute to clotting in the circuit: -air remains in or enters the circuit; -hemostasis -too low anticoagulation; -too low act level, effect of heparin is too limited ; -protamine sulfate enters the hls set ; -administration of substitution of congealable substance such as platelets; -(consumption) coagulopathy ; -thrombozytopenia. Further according to the IFU hls set advanced g-360 chapter 5.2. Safety instructions for the extracorporeal circulation no anticoagulation or insufficient anticoagulation and / or the administration of coagulant protamine causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Thus the following measures should be followed: ¿ weigh the benefits of extracorporeal circulation against the risk of systemic anticoagulation; ¿ use anticoagulants; e.g. Heparin or argatroban. ¿ check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. ¿ check the coagulation status of the patient's blood regularly. The protocol for coagulation management is the responsibility of the user in charge. - the partial thromboplastin time (ptt) should be in the range from 60 to 90 seconds. An antithrombin iii (at iii) value in the normal range is required for reliable anticoagulant therapy with heparin. ¿ do not administer protamine directly via the oxygenator. ¿ only administer protamine via the patient access. ¿ do not administer protamine until perfusion has ended. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The customer observed similar issues (flow drop and clots on arterial side of oxygenator) with the 1st (hls set) and 3rd (pls - set) product used for the same patient. These products are handled by complaint record # (B)(4) (hls set) and # (B)(4) (pls set).

Manufacturer narrative:
The investigation of the manufacturer is still pending.

Event description:
Complaint ID (B)(4). The customer reported for the 2nd of 3 products used at the same patient an observed drop of blood flow and clots on the arterial side of the oxygenator. The customer also exchanged this product and proceeded therapy with a pls set. The customer observed similar issues (flow drop and clots on arterial side of oxygenator) with the 1st (hls set) and 3rd (pls - set) product used for the same patient. These products will be handled by separate mir reports and complaint numbers ((B)(4) & (B)(4)).